Event description:
It was reported that approximately (B)(6) months post implantation of a 2.75x28mm xience v stent in the proximal right coronary artery, the patient may have experienced a myocardial infarction while at home. Paramedics were called and the patient was treated at home, but did not survive. On (B)(6) 2011, the patient was pronounced dead. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of myocardial infarction and death are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.